Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (id828806) was implanted in the patient via lumbar peritoneal shunt on (B)(6) 2021 with setting 4. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2021 inph (idiopathic normal pressure hydrocephalus) symptoms became stronger and pressure was changed, but the symptoms of inph did not improve. The inph symptom is unknown. Due to suspicion of obstruction on the abdominal catheter side when a patency check, shunt contrast was performed. On (B)(6) 2021 the valve was removed and replaced. The patient's condition is stable.

Manufacturer narrative:
The certas valve (828806) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation the no occlusion issues were noted with the valve.